Event description:
On (B)(6) 2011 the lay-user/patient's husband contacted lifescan (lfs) to report that his wife was experiencing an 'er3' warning message when attempting to do a glucose test with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported that the alleged issue with the subject meter began on an unspecified time before 12 pm, on an unspecified day 2 weeks prior to contacting lfs. He stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue denied that she made any changes to her usual routine. He also denies that the patient developed any symptoms due to the alleged issue. Reportedly on an unspecified time after 12 pm, two weeks prior to contacting lfs the patient was in the emergency room (ER) and was treated with 10u of an unknown type of insulin. The patient reporter that at 6 pm of the same day, her glucose was tested with their ER meter and a result of over '400 mg/dl' was obtained. During the initial call with customer service, the agent noted that the issue was resolved during the troubleshooting session. Replacement products were sent to the patient. This complaint is being reported because the patient's husband claims his wife was unable to test her blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.